Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated up to 300s (mg/dl) for the past few days. The customer stated the cause of the elevated bg level was unknown. A correction bolus and an elevated temporary basal rate were used to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.